Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, the lens decentered inferiorly. The patient medical history received states that the patient has glaucoma. The risk analysis identifies the following as possible causes of "decentration or dislocation"; lens instability due to microphthalmia, use of incompatible surgical accessories, causing damage to lens, exposure to excessive heat (>140°c) and long term instability of eye anatomy. In follow-up with rayner the healthcare facility stated that lens decentration had no impact to the patient visual acuity. On an unknown date post-operatively, the rayone aspheric rao600c was explanted and exchanged for "ma50bm16.5 sulcus". Our review of production records for the rayone aspheric rao600c batch 039134156 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (march 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch there is no evidence of a device-related cause of post-operative decentration.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the "lens decentered inferiorly".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, the lens decentered inferiorly. The risk analysis identifies the following as possible causes of "decentration or dislocation"; lens instability due to microphthalmia, use of incompatible surgical accessories, causing damage to lens, exposure to excessive heat (>140°c) and long term instability of eye anatomy. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone aspheric rao600c batch 0391134156 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the "lens decentered inferiorly".